Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from pain and discomfort in her hips and thighs which has increased over time; numbness, weakness, decreased range of motion, loss of balance, rashes, headaches, dizziness, and difficulties with activities of daily living. The patient also alleges that her hip catches and clicks, elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue in her hips. Bilateral doi: (B)(6) 2009- dor: none reported (left hip). Doi: (B)(6) 2009- dor: none reported (right hip). Patient is a resident of (B)(6). Update - 1 dec 2014 - der rcvd (left). Added dor, surgeon and sales rep info and unknown stem and sleeve due to the metal ions. Der states - 'pt. Had asr recalled cup. Pt. And her lawyer had a kit for the implants. Dr. Put back in depuy multihole cup two screws and a 40mm - 2 head ball with a poly liner 58 x 40 10 degree. I have no other information.'